Event description:
In 2009, the distributor reported that during surgery, there was a small holding screw broke. The fragment was retrieved. There was no surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.